Manufacturer narrative:
Apoc incident # (B)(6). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2020, abbott point of care was contacted by a customer regarding act celite cartridges that yielded a result of 148 on an (B)(6) year old male patient during a procedure. There was no additional patient information available at the time of this report. Return product is available for investigation. Method date time result heparing dose: I-stat (B)(6) 2020 16:44 395 n/a, I-stat (B)(6) 2020 16:58 400 n/a, I-stat (B)(6) 2020 17:11 148 n/a, n/a (B)(6) 2020 17:15 n/a 6000. Note: patient on heparin drip prior to procedure. Dose is unknown. There are no injuries associated with this event. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. It is suspected that patient received protamine between the two last results. However, the customer states the patient did not receive protamine. The investigation is underway.

Event description:
Na.

Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on 27-jan-2021. A review of the device history record (DHR) confirmed that the cartridge lot passed release specifications. Retained and returned cartridge testing of act celite cartridge lot r20170a met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Af (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified.